Manufacturer narrative:
Qn# (B)(4). The customer returned one dilator/sheath assembly for evaluation. The returned sheath contained signs of use in the form of biological material. Microscopic examination of the sheath revealed it was frayed and split near the distal end. The overall length of the sheath measured 4.00" which is within specification of 3 7/8" - 4 1/8" per product drawing. The sheath tip ID measured 0.87" which is within specifications of 0.87" - 0.88" per product drawing. The sheath outer diameter measured .117" which is within specifications of 0.114" - 0.120" per product drawing. The IFU provided with this kit states: "ensure dilator is in position and locked to hub of sheath." "Check peel-away sheath placement by holding sheath in place , twisting dilator hub counterclockwise to release dilator hub from sheath hub, withdraw guidewire and dilator sufficiently to allow blood flow." The returned dilator is able to be passed through and withdrawn from the returned sheath with minimal resistance. Manufacturing was consulted and they indicated that the tip is present and there are no evidence of manufacturing issues. Per manufacturing, the damage observed indicates use of excessive force by the clinician. A device history record review was performed with no relevant findings. The reported complaint that the sheath tip was damaged was confirmed. Microscopic examination of the sheath revealed it was frayed and split near the distal end. Based on the damage observed and the comments from the manufacturing site, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Customer reports "we had another sheath from one of the 6fr triple lumen piccs accordion up while being inserted." No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Customer reports "we had another sheath from one of the 6fr triple lumen piccs accordion up while being inserted." No patient harm reported. The patient's condition is reported as fine.